Event description:
It was reported that during use the plunger separates with a relion® insulin syringe. The following information was provided by the company reporter: it was reported that when the plunger cap is removed, the plunger rod falls out. The following information was provided by the initial reporter: stated: when she removes the plunger cap, plunger rod falls out and once that happens, she cannot draw insulin. Stated: the different issues have been happening for six months, dogs have been diabetic for 1 year. Stated: she has been saving problem syringes from different lots but cannot provide lots.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle bent and plunger rod separates due to unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the plunger separates with a relion® insulin syringe. The following information was provided by the company reporter: it was reported that when the plunger cap is removed, the plunger rod falls out. The following information was provided by the initial reporter: stated: when she removes the plunger cap, plunger rod falls out and once that happens, she cannot draw insulin. Stated: the different issues have been happening for six months, dogs have been diabetic for 1 year. Stated: she has been saving problem syringes from different lots but cannot provide lots.